Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and urethral atrophy. A surgical procedure was performed to remove and replace the device. There were no additional patient complications reported.